Event description:
A hospital nurse/manager reported that the ceramic tip of the resection sheath broke and fell off into a pt's bladder during a transurethral resection ("t.u.r") procedure. The piece was successfully retrieved and there were no injuries associated with the occurrence.